Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review; however, due to the quality of the pictures no conclusion can be drawn.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery.